Event description:
It was reported on 10/28/2022 by a sales representative via sems that an ar-9233 glenoid broach impactor pad broke off while inserting. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. A photo of the complaint device was provided and based off the allegation and the photo, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. Complaint is confirmed.